Event description:
Suction/irrigator leaks around the clear plastic tubing that connects to the white plastic hub that contains the batteries. Surgeon reports this has been an ongoing issue that drips onto the sterile field and contaminates the drapes. Reviewed with surgeon the dripping did not contaminate the surgical site only dripped onto the field up near anesthesia and was noticed and removed before it contaminated further. Surgeon stated they had similar issue with same product earlier in the week. Reviewed with staff scrub did not see it dripping onto the field area. Circulator reported finding it dripping onto the sterile field by anesthesia removed from the field.